Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14f, and the interventional procedure was completed. Reportedly post procedure, the knots of both sutures were advanced; however, minimal hemostasis was achieved. Manual compression was applied for five minutes, yet bleeding still occurred. A small retrograde dissection was noted above the access site, and a perforation was noted at the access site. Additional pressure was held for 10 minutes, which resulted in a complete occlusion of the vessel due to the retrograde dissection. A dilation catheter was maneuvered into the left common femoral artery via the right common femoral artery, and inflation of the balloon occurred for three minutes. The balloon was then inflated at the bifurcation for 2 minutes. Successful revascularization was confirmed via digital subtraction angiography. Manual compression was applied to achieve hemostasis. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of hemorrhage, perforation, dissection and occlusion are listed in the prostyle instructions for use as potential adverse events associated with use of vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effects of hemorrhage, perforation, dissection and occlusion are known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.